Manufacturer narrative:
The device history records were reviewed and there were no issues that relate to the reported event.

Event description:
The following add'l info was provided by the surgeon. The istent implantation was attempted in the left eye in the trabecular meshwork, but went deeper into the subaxillary space. Stent was unable to be retrieved. The pt's preoperative iop was 17 mmhg. The iris injury was characterized as trivial and did not result in any adverse impact to the pt and did not require medical or surgical intervention. No problem with postoperative bleeding. No loss of bcva postoperatively. No postoperative complications. Size of cleft: 0.5 clock hours. Stent malpositioning had no adverse impact on pt and is being monitored; no intervention required. The pt's most recent postoperative iop was 18 mmhg on (B)(4) 2015. Pt's prognosis is good.

Event description:
The surgeon reported that during surgery the stent was implanted below the scleral spur. The surgeon attempted to regrasp the stent, but ended up pushing the stent into what he believed to be the suprachoroidal space. The stent was not retrieved and no backup stent was implanted. Postoperatively the patient was doing well and the stent is no longer visible as the tissue has closed in around it. Intraocular pressures are low despite the stent not being functional. The patient will continue to be monitored and additional information has been requested.

Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. No device identifiers are available at this time. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).